Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that tower door failed. A field service engineer confirmed that customer requested to cancel the ticket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed when nurse tried to pull out a medication. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.